Event description:
At implant the rv lead had an acceptable pace/sense impedance of 1120 ohms. Now the impedance is greater than 3200 ohms and the threshold is also high at 2 volts. A chest x-ray was done and did not indicate of any sort of fracture. On (B)(6) 2010 - the lead was replaced on (B)(6)2010.